Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail 7f al1. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the preparation for use section of the rx traveler coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. (B)(4). The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal right coronary artery with chronic total occlusion, heavy calcification, and heavy tortuosity. A 1.5x12mm nc traveler balloon dilatation catheter was advanced for pre-dilatation; however, resistance was met. The bdc was inflated for the first time to 8 atmospheres and the balloon ruptured. The bdc was removed; however, resistance was met. Another nc traveler bdc was used and pre-dilatation completed successfully. Reportedly, the balloon was soaked prior to use; however, was prepped inside of the patient anatomy. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.